Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On september 1, 2025, the user reported that when they removed the ilet device from their pocket to announce a meal, the touchscreen was found cracked. The user confirmed that blood glucose management was not affected, and no adverse health effects occurred. No hospitalization or treatment was reported.